Event description:
The customer contacted baxter's service center regarding a patient with a therapy question, which occurred on the home choice (hc) during use. The rn was requesting assistance in stopping therapy per the doctor's request. The rn stated the hp's breathing was irregular. The technical service representative (tsr) asked the rn if the home patient (hp) felt overfull and the registered nurse (rn) believes not. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the facility and spoke with the nurse manager. She had no knowledge of this issue but would speak with the nurse and call back. Message received from nurse manager, who advised that per the nurse, dialysis was started, the patient's heart beat became irregular. The dialysis was discontinued per patient request. No further information provided.

Manufacturer narrative:
(B)(4). A device history record review was conducted and no nonconformities, failures, rework or deviations were observed that could be associated with the reported condition. Review of the device service history revealed no issues that could have caused or contributed to the reported condition of patient symptom: other/irregular breathing & heartbeat. The reported issue could not be confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.